Event description:
The pt reported that since 2007 she has been experiencing elevated blood glucose readings as high as 447 mg/dl with her normal range being 100-200 mg/dl. She stated she felt very tired and had poor vision. She said she realized this morning when she tried to bolus insulin through her infusion device that one of the side buttons on her device was not working properly. She stated she does not believe she has been getting her bolus amounts since before that date. The pt stated she switched to her backup infusion device and her blood glucose levels have returned to normal with her current reading being 192 md/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.